Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a syringe of juvéderm® ultra xc had the needle disengage and product spill onto the patient. Patient contact occurred. No injuries were reported. The packaged needle was used.